Manufacturer narrative:
H4 - device manufacture date corrected to 18-jan-2022. Claim #(B)(4).

Event description:
The reporter indicated that a 13.2mm vicm5_13.2 implantable collamer lens of -10.00 diopter was implanted into the patient's right eye (od) in (B)(6) 2022. Glare/haloes was reported, lens remains implanted. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).